Event description:
It was reported that prior to use, mainframe will not bootup and devices had no stim response. There was no delivery sound heard and no waveform displayed when stimulating. There was no patient involved in this event.

Manufacturer narrative:
H3: analysis found that during pre-check no stim response. Further inspection revealed the fuses were failed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253002, serial/lot #: (B)(6) 3, ubd: , UDI#: (B)(4) h3: analysis found during pre-check - display message "cannot find required map name" after power on. Further inspection revealed cpu board, dsp board and firmware msata drive failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.